Event description:
Reportedly, the subject pacemaker was approaching elective replacement indicator. It was decided to explant a little early when the magnet rate dropped to 94min-1 as the patient was pacemaker dependant. At explant the device exhibited strange behaviour for vvi 40min-1, at times there was loss of capture (which it was blamed on insulation failure as there was abrasion and cuts from the implant). On the pace system analyzer lead impedance measurements were <200 ohms. At times however paced rates was in the 90¿s when rate response was off. The subject device was returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, the subject pacemaker was approaching elective replacement indicator. It was decided to explant a little early when the magnet rate dropped to 94min-1 as the patient was pacemaker dependant. At explant the device exhibited strange behaviour for vvi 40min-1, at times there was loss of capture (which it was blamed on insulation failure as there was abrasion and cuts from the implant). On the pace system analyzer lead impedance measurements were less than 200 ohms. At times however paced rates was in the 90¿s when rate response was off. The subject device was returned for analysis.

Manufacturer narrative:
(One code was missing in the previous submission). Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was approaching elective replacement indicator. It was decided to explant a little early when the magnet rate dropped to 94min-1 as the patient was pacemaker dependant. At explant the device exhibited strange behaviour for vvi 40min-1, at times there was loss of capture (which it was blamed on insulation failure as there was abrasion and cuts from the implant). On the pace system analyzer lead impedance measurements were less than 200 ohms. At times however paced rates was in the 90¿s when rate response was off. The subject device was returned for analysis.